Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered. No frozen screen or bolus anomaly noted during testing. Device passed displacement test, self test and the time advanced. Device had intermittent button response on up arrow button due to corroded keypad traces. Device had a scratched display window and cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was performed. The device was returned for analysis.